Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6 the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a 29mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 3 months due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a 29mm 7300tfx mitral valve was explanted after an implant duration of 7 years due to calcification, leaflet immobility and severe stenosis. The patient was presented with cardiogenic shock. The procedure was performed with 29mm 11400m mitris relisa mitral valve. The patient tolerated the procedure well and discharged pod#9. Per medical records, the patient presented with cardiogenic and disruptive shock, tee demonstrated high mitral valve mean gradient and is about 30mmhg. The patient underwent a redo sternotomy in which the 29mm 7300tfx mitral valve was explanted. Intra operatively found that the previous mitral valve leaflets were essentially immobile, heavily calcified with very little opening. After the previous valve was explanted, further debridement was done. The annules were sized to implant a 29 mm 11400m mitris resilia mitral valve successfully without any complications. Tee demonstrated well-functioning valve with low gradient. The patient tolerated the procedure well then transferred to ICU for recovery and got discharged pod#9. The patient is 41 years old male.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 29mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 3 months due to unknown reason. Intervention procedure is scheduled for (B)(6) 2024

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (type of investigation). Corrected sections: h6 (impact code. Investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed